Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The suction irrigator was analyzed and found to have a broken grip at the grip base. There were multiple small pieces broken from the distal end, all measuring less than .023in. The broken pieces were not returned. Components adjacent to this broken grip do not show damage. The complaint regarding that something had fallen off was confirmed by failure analysis. The probable root cause of customer reported issues is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, as the suction irrigator was removed from the sterile package, something had broken off and it was not used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the customer reported that the damage occurred prior to starting the procedure pre-anesthesia. The customer reported that a piece had broken off from a portion of the device that enters the patient (distal end). No fragments fell into the patient. The procedure was completed robotically with a backup instrument. There was no patient injury as a result of the instrument issue. No images or patient demographics available.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.